Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 09/18/2019. Field service engineer fse) was able to confirm the customer's complaint. Fse replaced the battery, re-checked connections after replacing power supply. Ran the diagnostic report and identify primary alarm test to determine if mc or pm signal path has failed. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the unit alarmed with primary alarm failed. There was no patient involvement.